Manufacturer narrative:
The returned probe was evaluated. The tip was found to be bent as reported. The cause cannot be determined since it is not known how the device was being used at the time of failure. During use, bending may occur due to dense bone quality of the patient, off-axis use of the probe, or attempting to alter the trajectory of the probe within the vertebrae. Additionally, the bent condition could have occurred during handling of the device outside of surgery, such as during sterile processing.

Event description:
It was reported that during surgery, the surgeon noted the probe was bent. It was not known how or when the probe bent. An alternative probe was used to complete the procedure. There were no reports of patient injury associated with this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a probe was bent during surgery. An alternative probe was used to complete the procedure. There were no reports of patient injury associated with this event.